Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens in the left eye has an asymmetric vault approximately 4 months post-implant. It was unresolved with a small capsule yag. The surgeon is evaluating treatment options that may include separating the optic from the anterior capsule or removing and replacing the lens.

Manufacturer narrative:
The lens was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.